Manufacturer narrative:
(B)(4). This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that a cadd-legacy® plus pump was under delivering during use with a patient. The pump's administration rate was 3.5ml/h. The reservoir capacity was 84ml after 24 hours. It was stated that no medical treatment was provided for the under dose. No injury was reported.

Manufacturer narrative:
One smiths medical cadd-legacy® plus pump was returned for analysis with missing rear labels but with no damaged noted. No problems were identified in the event history log upon review. The pump was visually inspected and was tested for any signs of function and pressure failure. The customer's reported problem was not verified. The delivery accuracy tests found the pump to be within the control limit specification of +/- 3% and well within the published specification of +/-6%. Based on these investigation results, the root cause is unconfirmed as the device operated with specification.